Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - (B)(6) 2011. (B)(4).

Event description:
It was reported that the lead exhibited two episodes of intermittent t-wave oversensing (twos). A real time electrogram did not indicate any further twos, and as such, no reprogramming was recommended. The lead remains in use. No patient complications have been reported as a result of this event.